Event description:
It was reported that during a routine follow-up appointment, an episode of over-sensed right ventricular (rv) lead noise was noted. This over-sensed noise resulted in pacing inhibition greater than 2 seconds for this pacemaker-dependent patient. Additionally, a lead safety switch was mentioned due to an unspecified out-of-range impedance measurements. Boston scientific technical services was contacted and provided recommendations for evaluating the rv lead integrity in-clinic. The physician elected to reprogram the device sensitivity settings. At this time, the system remains implanted and in-service. The patient was stable with no additional adverse effects.